Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with damage to the button pack assembly. A visual inspection confirmed a hairline crack on l/r button of the button pack assembly. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. Issues related to endoscope errors reported by the user with no underlying endoscope issue may be related to customer-induced problems, including connection and engagement issues. The endoscope was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned endoscope revealed no issues related to the customer reported issue. Since no issue was found, there is no associated fmea item or risk score. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that the 30-degree endoscope plus had a fogging issue. It is unknown if a fragment fell inside the patient. No known impact or patient consequence was reported.